Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01767. Medical products: item#: 110018125, t6 hex drive w double mini qc; lot#: 2794109 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that why the surgeon was using the instrument to tighten the implant the instrument fractured. There was no report of foreign body retained or harm to the patient. Multiple attempts have been made to obtain additional information, but no response has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01767-1. Visual examination of the returned product identified hex driver fractured at the double quick connect. Ln-4936544 is fractured at the longer shaft portion of the double quick connection. The fractured piece was returned for evaluation. Review of the receiving inspection record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.